Manufacturer narrative:
Sientra complaint#: (B)(4). Sientra received the suspected device from the customer and performed a failure analysis. The device was returned back and upon initial observation found to have shell failure and light yellowing. The device was unable to be weighed. Up on device inspection, the device was received in two pieces. Upon optical inspection, this explant was received rupture and was submitted for optical analysis. The observed result of shell failure is local stress of unknown origin. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Right side MRI, ultrasound and mammogram indicated rupture.